Manufacturer narrative:
The pump history log was reviewed by curlin medical (MFR) and a change to the drug concentration was made, from 1mg/ml to 10mg/ml and ran from 7:42pm to 9:16pm in 2008, when it was stopped by an operator. The pump was tested by curlin medical and found to meet all specifications.

Event description:
There is no patient information available at this time. It is reported by the user facility that an over infusion occurred and is very likely a user programming error.